Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not connect to rf merlin.net transmitter. Device download was performed and rf function was restored. Patient will be followed-up normally.